Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 550:320:844:000, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a disconnected rear inverter harness. The rear inverter harness was reconnected to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:844:0000. This condition was found during power-up of the device, but it is not known in which care area it occurred. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.